Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 3000 ohms, loss of atrial sensing and high pacing threshold measurements. Originally the lead was electrically abandoned. However during the normal device change out procedure, the physician surgically abandoned the lead and a new lead was successfully implanted. No additional adverse patient effects were reported.